Manufacturer narrative:
Manufacturer ref no. (B)(4). The device was returned and evaluated by baxter. The reported symptom could not be reproduced. Upstream occlusion and downstream occlusion tests were performed per spectrum preventive maintenance procedure with the unit passing. Flow rate testes were performed per the spectrum preventive maintenance procedure with the unit passing. Additional occlusion and flow rate testing were performed with the unit meeting specifications. During baxter's evaluation no anomalous noises were observed. A review of the history log during the last infusion segment shows multiple downstream and upstream occlusion alarms.

Event description:
It was reported that a pump did not detect an occlusion. The customer stated that at times would take a long time to detect an occlusion and at other times it would not detect an occlusion at all. The customer also stated that there was a ticking noise coming form the pump. It was reported that there was no pt injury.